Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose veins hemostasis procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the band was detached as it deployed prematurely and unintentionally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Bock h6: imdrf device code a150103 captures the reportable event of bands deployed prematurely. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had bands attached, and one band was moved within the ligator housing. Also, the handle was returned with evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands premature deployment was not confirmed. Upon analysis, the bands were attached in the ligator housing, and one band was moved from its position. It is possible that the reported problem cpuld have been due to procedural factors as lesion characteristics, handling of the device, or the technique used by the physician. Based on the analysis of the available information, product analysis of the returned device and product record review, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Bock h6: imdrf device code a150103 captures the reportable event of bands deployed prematurely.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose veins hemostasis procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the band was detached as it deployed prematurely and unintentionally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.